Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that his father had a low blood glucose of 50 mg/dl. The customer gave himself too much insulin and required medical attention; the customer was given a glucose IV to boost his blood glucose back up. The incident occurred while the customer was traveling in (B)(6) for a month. No further details were provided, and no products were returned or replaced.